Event description:
It was reported by service report that the intouch bed did not stop and it crashed through the wall. It is unk if there was pt involvement or if there are adverse consequences to report.